Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00886; 2938836-2020-00887; 2938836-2020-00888. It was reported that the patient's device was explanted due to pocket infection. All the leads were capped on (B)(6) 2019. The patient had been very sick for a long time but was stable before, during and after the procedure.